Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1814102 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) balloon burst after insertion to the white marker and inflation of approximately 1 ml. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). No relevant test was performed prior to procedure/laboratory data. The product was stored as instructed per labeling. The balloon was tested prior to insertion. Ultrasound guided puncture showed significant calcification of femoral artery which in the doctor¿s opinion caused the burst. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. ¿little¿ vessel tortuosity was noted. Manual compression was applied for approximately 12 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. No adverse effect reported on patient. The patient was noted to have recovered without event. The device was discarded therefore will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) balloon burst after insertion to the white marker and inflation of approximately 1 ml. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in the distal end of the sheath after removal. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). No relevant test was performed prior to procedure/laboratory data. The product was stored as instructed per labeling. The balloon was tested prior to insertion. Ultrasound guided puncture showed significant calcification of femoral artery which in the doctor¿s opinion caused the burst. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. ¿little¿ vessel tortuosity was noted. Manual compression was applied for approximately 12 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. No adverse effect reported on patient. The patient was noted to have recovered without event. The device was discarded therefore will not be returned for analysis. The device was not returned for analysis. A device history record (DHR) review of lot f1814102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (significant calcification at access site and little tortuosity) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon as stated by the physician. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.